Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had been offline for roughly four days. It then showed as a delayed download on hsv and potentially needed to be resynced to the server. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed with the customer that the issue was resolved. Customer informed that the station was able to catch up to the server on its own and no further investigation was required. The system functioned as intended after the issue was resolved.